Event description:
Customer reported that the unit will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The fi investigation concluded that the shorted q43 leads 1-3 internal short, c129 shorted and u33 pin 14 to pin 7 internal short on the motor controller pcba prevented the ventilator to power on.